Manufacturer narrative:
The lens was removed and replaced in the same procedure. Device available for evaluation? Yes; returned to manufacturer on: 04/20/2018; device returned to manufacturer? Yes; device evaluation: the plunger was observed advanced and locked as the sample preparation required. The lens was received out of the device, inside the protective cap. The lens did not have any damages. The cartridge tip was stretched and cracked, which could be result of the pushrod tip. There was no viscoelastic residues observed inside the cartridge. Based on this evaluation, the reported complaint was not confirmed and no product deficiency was identified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cartridge cracked while inserting pcb00 intraocular lens into the patient's eye. It was noted that there was also folding/unfolding issue with the lead haptic. Therefore, iol has to be removed from the patient's eye and replaced with other pcb00 lens. There was patient contact, but no patient injury reported, no incision enlargement and no suture required. No additional information provided.